Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1200 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported by customer "we have had 2 bard kits with defective introducers. When we split them to tear away from the catheter they are not breaking away evenly and a small piece of the red plastic is staying around the catheters. We are not able to pull them off easily and have had to cut them away; we are worried about possible catheter damage. Line was salvaged as far as we know. I had to cut it away with the blade, no apparent holes at that time." This report addresses the first device.